Manufacturer narrative:
Troubleshooting of the AED with the customer did not identify the cause of the depleted battery pack. After installation of a new battery, the AED powered on and displayed a service code. Based on the reported condition and the age of the AED, the customer was advised to remove the device from service.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.